Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after two months and thirteen days later of post filter deployment patient was diagnosed with pulmonary embolism, deep venous thrombosis and on satisfactory anticoagulation. On the same day, the filter was retrieved successfully with the snare and sheath by grasp the cephalad hook of the eclipse filter. After removal, the filter appeared normally without any extravasation. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the reported allegation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right leg fracture and deep venous thrombosis. At some time post filter deployment, the patient was diagnosed with pulmonary embolism. The device was removed percutaneously. The current status of the patient is unknown.